Event description:
A (B)(6) male patient contacted zoll customer support to report a problem with his battery charger/modem. The patient was provided with a replacement battery charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (battery charger problem) was confirmed. Upon receipt, the power brick was defective power supply brick could not be positively identified. No adverse event resulted from the defective battery charger power brick. The patient rec'd a replacement battery charger.